Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was communication failure due to poor contact between the endoscope connector and the electrical contacts.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the error "b30" was generated. The problem, as reported to olympus, occurred during preparation for use. The scope was replaced with another scope to perform the procedure and no delay in the procedure was reported. There was no patient injury, associated with the problem, reported to olympus.